Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with spinal stenosis underwent discectomy. Intra-op, the micro pituitary forcep was being used to remove disc material when the hinge at the tip of the instrument broke, rendering the forcep useless. The surgeon continued the procedure with a straight micro pituitary. No fragment of the instrument went inside the patient. No patient symptoms or complications were reported as a result of this event.